Event description:
The physician was placing a triple lumen catheter. As the physician was removing the spring wire guide it unwrapped itself. The physician was able to get the entire guide wire out. The guide wire was never torn or jagged, but it was about six inches longer and the area where it unwrapped was real thin.